Event description:
The patient had generator replacement surgery due to battery depletion. The explanted generator has not been received to date. No further relevant information has been received to date.

Event description:
The explanted vns generator was received by the manufacturer and is pending product analysis.

Event description:
The reported increase in seizures could not be evaluated in the product analysis, or pa, lab. An end of service, or eos, message was verified in the pa lab and found to be associated with output disablement by the generator. Burn marks were observed on the generator case, indicating that the generator may have been exposed to electrocautery during explant. The generator was likely at a near end of service, or neos, state and the high energy exposure results in further depletion of the battery. The pulse disabled byte would not reset and therefore diagnostics and the fet could not be performed. With the generator case removed and the battery still attached to the printed circuit board assembly (pcba), the battery measured 1.946 v, confirming an eos condition. A battery life calculation using an incomplete programming/diagnostic history estimated 0.7-1.2 years remaining until neos = yes. The as received parameters showed an increased duty cycle and increased output current than the last known values in the database. The electrical performance of the generator measured in the pa lab was used to conclude that no anomalies existed and the eos condition was an expected event. There were no additional performance or other adverse conditions identified with the generator.

Event description:
It was reported via clinic notes received that the patient was experiencing an increase in seizures that the physician attributed to vns battery depletion. No diagnostics were present in the clinic notes received. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.